Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges bodily injuries, pain, and suffering.doi: (B)(6) 2005; dor: (B)(6) 2015; left hip.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Pfs alleges injuries and disability. After review of medical records for the MDR reportability, patient was revised to address pain and dislocation. Revision notes reported local tissue reaction, loose acetabular cup involving the pseudocapsule and subluxation. It was also stated that there was large cavitary defects superiorly.